Manufacturer narrative:
Concomitant products: 511212 lead, implanted (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.